Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information obtained during the product evaluation. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the comb was damaged. The calibration could not be tested due to the damage to the comb. The sideplates were dented. This was also an aged repair. Product repair. Repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, sideplates, shoulder bolts, bushings, roller, gear, and ratchet parts the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair: skin graft mesher sn (B)(4) has not been previously repaired/evaluated before (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the device was sent in for preventive maintenance and found in need of repair. Device was sent in for preventive maintenance only. There was no event reported, and no adverse events were reported. Investigation of device found a bent comb.